Event description:
Insertion post wasn`t removable from dental implant. The implant needed to explant. No implant was placed in the same surgery.

Manufacturer narrative:
Insertion post wasn`t removable from dental implant. The implant needed to explant. No implant was placed in the same surgery. No product problem detected. The reason for the complaint is not comprehensible. The insertion post was easy to remove during our inspection.

Event description:
Insertion post wasn`t removable from dental implant. The implant needed to explant. No implant was placed in the same surgery.

Manufacturer narrative:
Insertion post wasn`t removable from dental implant. The implant needed to explant. No implant was placed in the same surgery.